Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered several inappropriate high voltage therapy episodes for atrial fibrillation with rapid ventricular rate. No intervention and patient symptoms were reported.